Event description:
It was reported that the customer was hospitalized due to high blood glucose of 792mg/dl. It was stated that the customer was experiencing unexplained high glucose for one day. Troubleshooting was performed. It was reported that the infusion set was changed to resolve the issue. The time and date on the insulin pump was correct. Ran a fixed prime test and passed. The high pressure test could not be performed as customer did not have a tubing clamp available at time of call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.